Event description:
It was reported that "while the catheter is implanted on the patient it was seen that the catheter was broken under patient's skin and did not work."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete a final report will be submitted.